Event description:
It was reported that the customer experienced high blood glucose and the paramedics were called. The blood glucose reading was 599mg/dl. The caller mentioned that the battery died on the insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.